Event description:
The account generated discrepant cmv igm and cmv igg results with the axsym analyzer for two patients. The account questioned why patient 1 tested axsym cmv igg positive but axsym cmv igm negative when initially tested. The account reported the axsym cmv igm and axsym cmv igg results outside of the laboratory for both patients. No impact to patient management was reported. Testing data provided: patient 1 - male with cmv symptoms; in 2009 specimen. Axsym igm = negative (0.171 index); axsym igg = positive (100 au/ml); vidas igm = negative (0.54 no units of measure provided); vidas igg = negative (<4 no units of measure provided); reference lab axsym igm = positive (0.849 index); reference lab axsym igg = positive (113.4 au/ml); four days later, specimen: axsym igm = negative (0.300 index); axsym igg = positive (223 au/ml); vidas igm = positive (1.41 no units of measure provided); vidas igg = greyzone (4 no units of measure provided); reference lab axsym igm = positive (0.979 index); reference lab axsym igg = positive (>250 au/ml). Two weeks later, specimen: axsym igm = positive (2.898 index); axsym igg = positive (242 au/ml).

Manufacturer narrative:
Evaluation: investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Manufacturer narrative:
(B)(4). Evaluation other (B)(4) - a review of the complaint data was performed to assess the performance of the assay. A review of the assay package insert was performed to determine if the issue that the customer observed was adequately addressed in the product labeling. The complaint activity for the observed issue was normal and the issue is adequately addressed in the product labeling. The investigation for axsym cmv igm investigation is below: to investigate the customer concern, the investigation team reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customer facility. The review of this data did not identify any problems. Specifically, the investigation team did not see an increase in the number of complaints related to discrepant results with other methods while using the reagent lot number in question. Unfortunately, the reagent lot in question had expired and could not be used for analysis in this investigation. Based on the results of this investigation, axsym cmv igm reagent lot 66066m200 is performing as intended and no additional product issues were identified.

Manufacturer narrative:
(B)(4). After further evaluation, the suspect medical device was changed from the axsym analyzer list # 7a83-01, manufacturing site abbott laboratories, (B)(4) to the axsym cmv igg, list # 4b47, manufacturing site abbott laboratories, (B)(4), (B)(4). Sections have been updated to reflect this information. Evaluation other: (B)(4) - a review of the complaint data was performed to assess the performance of the assay. The complaint activity was normal for the issue under investigation. Additional information, concomitant medical products: cmv igm list 5c78, lot 66066m200. The investigation for axsym cmv igm is in process. The investigation for axsym cmv igg is below: the investigation determined that the axsym cmv igg reagent is performing as intended and meeting its safety, effectiveness and label claims. The investigation team reviewed customer complaints to determine if others have experienced the issues encountered at the customer facility. The review of this data did not identify a problematic complaint activity related to the issue the customer observed. In addition to the review, the investigation team performed accuracy testing which evaluates the ability of the axsym cmv igg assay to provide accurate results. The acceptance criteria were met; each grand mean for axsym cmv-g panels 1, 2 and 3 were within the specification ranges. The investigation testing supports the fact that this product is capable of providing accurate results. Additionally, the limitations of the procedure section of the package insert may contain helpful information for resolving discrepant patient results.